Event description:
During a transforaminal posterior lumbar interbody fusion procedure, the surgeon was tightening the last cap and the tip of the screwdriver broke off. The surgeon retrieved the screwdriver tip. Surgery was successfully completed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Lot number provided is incorrect for the part number provided. Investigation could not be completed, no conclusion could be drawn as no device was returned and no valid lot number was provided. Manufacturing records could not be reviewed without a valid lot number.

Manufacturer narrative:
According to product evaluation, no pd evaluation is necessary as the returned part is in pristine condition and appears never used. The complaint condition does not exist anywhere on the returned part. The lot # was verified to the returned part. The overall dimensions were within specification and therefore, no further action is required on this returned part.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: device manufacture date was 02/07/2014. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.